Event description:
Nurse was cleaning skin to draw blood and used a chloraprep one step 1.5 ml frepp applicator. The pt was scratched with the glass from the applicator. We use the product on all pts that get IV and blood collected. It is used throughout our facility.